Event description:
The patient's father reported that during a recent interrogation 3 error codes were displayed. Imaging was performed and no obvious abnormalities were found. An implant card was then received indicating that the patient underwent a full revision due to battery depletion, end of service, and high lead impedance. The explanted lead has not been received by product analysis to date. No other relevant information has been received to date.

Event description:
The suspect device was received for analysis. Evaluation has not been completed to date.

Event description:
Device evaluation was completed.